Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that there was a malfunction with flexvision pc. Upon troubleshooting actions, fse identified that the flexvision pc was not starting. The defective flexvision pc was returned for analysis and it was concluded that the failed component was power supply. Fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system would not start. It remains stuck on the time count at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.